Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily scarred common femoral artery after a percutaneous transluminal coronary angioplasty procedure. Reportedly, after uneventful clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined.